Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant. As a result of this dislodgement, high thresholds and undersensing were observed. A lead revision was performed successfully. No additional patient adverse effects were reported.